Event description:
B5 correction: it was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the left circumflex coronary artery (lcx). The 2.75x38 mm xience prime stent was implanted and a long distal edge dissection was noted. Therefore a 2.75x23 mm xience prime was implanted to treat the dissection; however, there was a dissection noted. Finally, a 2.75x15 mm xience prime stent was implanted to treat the dissection and complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Correction of typo in b5 which should have read: therefore a 2.75x23 mm xience prime was implanted to treat the dissection; however, there was a dissection noted.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the left circumflex coronary artery (lcx). The 2.75x38 mm xience prime stent was implanted and a long distal edge dissection was noted. Therefore a 2.75x33 mm xience prime was implanted to treat the dissection; however, there was a dissection noted. Finally, a 2.75x15 mm xience prime stent was implanted to treat the dissection and complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.